Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was that the stimulation was on and they couldn't turn the stimulation off. Pt said that the manufacturer representative (rep), ignored them all day today until 4 pm. Pt said that the rep told them to call ps for help. Pt said that the stimulation kept waking them up all night long and they couldn't connect to the ins to turn the stimulation off. Pt said that the stimulation had been on for three days. Agent reviewed connecting to the ins. It was discovered that the pt wasn't pressing connect to start the communication. Pt confirmed that communication was successful. There was nothing wrong with the external equipment; the issue was user error. Pt said that they were on group c and that the rep set the stimulation low on wednesday. Pt said that the stimulation was so low that they couldn't tell it was even on until nighttime. Agent reviewed general use and how to make therapy adjustments. Pt was very confused throughout the call and had no idea what they were doing. Pt kept turning the stimulation on and off during the call. Pt increased the stimulation during the call. Pt kept speaking over agent throughout the call. Pt said that the therapy was stimulating where it hurt the worst above their buttocks in their waistline where hcp implanted the device. Pt said that they were hurting all the way up their hips and to their neck. Agent reviewed and redirected pt to hcp. Pt said that hcp had nothing to do with the device and so they were just working with the rep. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said the unit has given him trouble since they've had it. Patient said it always hits him at the worst time, and if it doesn't work when they need to turn stimulation down, it will do him no good. Patient tried resetting the communicator numerous times yesterday, probably as late as 11pm, but that didn't resolve the issue. Patient said he was able to connect right before technical services(ts) answered the phone. Patient also said the time is wrong on the handset and they can't set the date and time. Ts reviewed how to set date and time on the handset. Ts offered communicator replacement but caller didn't respond. Patient also mentioned having issues with communicator last thursday and friday. Additional information was received the communicator was not showing a green blue light. Patient mentioned they were supposed to get a new communicator replaced 2 weeks ago but the ball was dropped. Agent instructed patient to press and hold on the power button of the communicator but there were no lights on the communicator. Agent instructed patient to plug the communicator into the wall, patient confirmed no lights on the communicator and patient confirmed no lights even when they pressed the power button. Agent attempted to clarify if patient had a dual adaptor, patient was unable to clarify and agent reviewed with patient to unplug the black cord making sure only the white cord is plugged in. Patient mentioned the handset showed not found communicator, agent walked patient through closing all applications and powering off the handset. Agent instructed patient to try another outlet, patient pressed the power button on the communicator and there were no lights on the communicator still. Patient was persistent for the communicator to be replaced along with the charging cords. Agent offered to replace the communicator and reviewed with patient there was a power adaptor that was replaced a few weeks ago. Agent had difficulty clarifying certain details and did their best to accurately document information given at time of call. The issue was not resolved. A request was sent to repair to replace the communicator. Upon further review the following information is being added: patient mentioned they want it off because it's hurting and not doing any good (agent understood patient was referring to the stimulation). Additional information was received that the handset show not found. Agent instructed patient to press switch communicator, place the communicator over their implant and patient confirmed they were able to connect to their therapy settings. Patient confirmed they were able to turn their therapy off. Patient mentioned they suffered like hell all night long, they were scared to turn it back on (agent understood patient was referring to their therapy) and last night their legs were numb. Patient mentioned manufacturer rep reprogrammed their stimulator 3-4 weeks ago and the stimulation was going down their hips. Agent had difficulty understanding patient throughout the call and as well as when trying to clarify details. The troubleshooting steps taken on call resolved the issue.